Event description:
Additional information was received from the patient who reported that the ¿the catheter fractured approximately 3 months ago and the pump had to be removed and a part of the catheter is still inside my body and is only being held there by 3 clips and if those clips fail, I will die when the piece of catheter goes into my brain". Per the patient, they had been telling their doctor for years that the pump therapy was not working. The patient stated that in "(B)(6) 2023 the pump and catheter pieces were removed¿. The patient stated they have her on "so much oral medications". The patient stated they were on ¿15mg of morphine and loratab/hydromorphone 10 mg prn and muscle relaxers, zanadene and seizure medications". The patient confirmed the seizure medications were not due to the reported infusion system issues. The patient then stated, "since removal of the pump, my legs are not working right, my legs are going out on me all the time and they are dragging, like my legs are lazy, and I have been falling a lot, I fell on the road, I fell down the steps". The patient then stated, "when I had the pump and the medication was bathing the pain receptors, it could have been masking the leg issue, now that the pump has been removed and I am only on oral meds, that could be the reason for my leg issues". The patient stated that they were going to be seeing a neurologist on (B)(6) 2023 to see "what damage has been done to my spine by the catheter breaking into pieces and to determine if that is the cause¿.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc. Serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that the patient would be explanted in the future but it had not been scheduled at this time.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml) via an implantable pump for unknown indications for use. It was reported that the healthcare provider is going to replace the entire system because a piece of the catheter snapped off. The patient said they discovered the broken catheter in march but the patient had been having issues for 4-5 years. Pump off passcode was given.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4). Implanted: other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a health care provider (hcp) indicated that the pre-operative and post-operative diagnosis for the patient was malfunction of the intrathecal pain pump. The procedure that occurred on (B)(6) 2023 was for the removal of the pain pump. It was reported that the patient had a medical history of fibromyalgia and chronic back pain. For several months, the patient's pain pump had not been working appropriately. It was further reported that a computerized tomography (CT) scan was ordered of the lumbar spine which demonstrated that the proximal catheter of the pump was fractured. The patient stated she did not get any relief from the pain pump in the past few months and asked the hcp to remove it. It was reported that the proximal part of the catheter was easily pulled out since it was fractured and there was no resistance. The hcp identified the capsule that formed around the pain pump generator. The capsule was removed with a monopolar cautery and the pain pump generator was removed. The catheter was detached and pulled out all the way. On the x-ray images, the hcp identified the very proximal part of the catheter being in place. For this reason, the hcp went back and identified that part of the catheter using anteroposterior (ap) and lateral fluoroscopic images. Once the catheter was identified, the hcp attempted to remove it, however, the catheter was scarred in, and since that was the part that goes intrathecally, the hcp did not feel that it was safe to be removed. However, it was reported that to be on the safe side, the hcp used vascular clips and clipped the distal part of the remaining catheter, which was left in place. It was further reported that the patient tolerated the procedure well without any immediate complications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.